Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer's parent that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose as low as 34 mg/dl at the time of the incident. The customer was at 158 mg/dl at the time of the call. The customer was given food and drink to treat. The customer did not mention any symptoms. The customer was not wearing the insulin pump during the incident, within 24 hours. The caller had noticed air bubbles in the tubing. The caller stated the pump delivered 10 units in one hour after the customer was taken off the pump. The caller also reported sensor calibration errors. Troubleshooting was completed and no issues were found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08510 inches. The test guardian link with the glucose sensor simulator communicates properly to the insulin pump noted. No unexpected calibration not accepted alert noted. (B)(4).